Event description:
Pt's vent was alarming high pressure then went in op. Rt was in room and immediately starting bagging pt. No adverse effects noted to pt. Vent was tagged out and locked out. Representative from covidien to come and inspect vent. Representative from covidien did check vent and stated it needed a new air filter and was ok to use.